Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached properly" error. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found the downstream occlusion sensor seal came off. Review of the event history log (ehl) showed a cassette not attached properly alarm. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was unknown. As a result, the downstream occlusion sensor seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.